Event description:
It was reported that the voltage for dso (downstream occlusion sensor) was stuck at 136mv. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not notice any external damage. The customers stated problem was confirmed. The dso voltage was stuck at 137mv during testing. The dso was replaced during repair. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.